Event description:
Pb the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive change overtime. The lens was exchanged for a same model, length but stronger lens. The problem was resolved. Cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Manufacturer narrative:
B5 - there are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency removed from initial MDR. G4 - premarket identification PMA/510(k): s001 removed from initial mdrh7 - if remedial action initiated, check type: "[x]" recall removed from initial mdrh9 - if action reported to FDA under 21 usc 360i(g), list correction/removal reporting number: 9614429/04302026/c/001 removed from initial MDR.!claim # (B)(4).